Manufacturer narrative:
G4:03feb2021. B4:08feb2021. A touchscreen assembly was returned for analysis.visual inspection revealed no signs of damage or contamination. A failure investigation (fi) technician installed the touchscreen assembly into a fi ventilator to duplicate the reported issue. During the unit testing all electrical testing were found to be in specification and the customer¿s complaint of touch panel didn't respond well was not duplicated. Fault was not found on this returned touchsreen assembly. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
An international service technician evaluated the device and could not confirm the reported issue. While the reported issue was unable to be confirmed by an operational check performed by the service technician, the touchscreen was replaced to prevent recurrence. The device passed testing and was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 22oct2020.

Event description:
It was reported to philips that the touch panel did not respond well. The device was not in use at the time of the event. There was no report of patient harm.